Event description:
Boston scientific received information that during the implant procedure of this right atrial (ra) transvenous lead the patient experienced a pericardial effusion, possible cardiac perforation. There was a slight effusion present on the atrial area of the heart and the blood pressure dropped during the placement of this ra lead. All elements remain implanted and everything appeared to be working normal. Subsequent information stated that the patient underwent a periocardiocentesis done in the electro physiology lab, with some drainage of blood. The physician elected to not send the patient to surgery and monitor vital signs in the ICU, pt was intubated for a period of 24-48 hrs. As of today, the available information indicates that this ra lead remains in-service with no further complications. Should additional information become available, this product issue will be updated. Implant, explant, and event dates were not made available.